Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. (B)(4).

Event description:
Star ankle replacement done. Xlg size for tibia, sm talus. It is just not successful in bending at all and has quit working. In fact, never has it worked. Patient clarified that it is her right ankle.